Event description:
It was reported, the gynecology hysteroscope ceramic tip cracked. The issue occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The customer's allegation was confirmed. Based on the results of the investigation, based on the damage pattern, it was likely that the damage was thermally and mechanically induced. It was not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. A definitive root cause of the reported issue could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.